Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to luxation as confirmed from x-rays. During the revision surgery it was noticed that the inlay of the right hip was broken and therefore revised.